Event description:
This wire was used to navigate a tortuous distal pt. Dr. (B)(6) was attempting to navigate the wire around a tight angle and was unsuccessful. When he removed the wire to use a different wire he noticed that the tip had fractured and the polymer jacket had separated and the inner core of the wire was exposed. Unfortunately another mongo es pre-shaped wire was pulled from the same box with the same lot# and that wire fractured in the same way at the same point of the angled, distal pt.